Event description:
Abscess at injection site. Report received from a physician on 06-feb-2006 regarding a patient with no known allergies and no history of autoimmune disease, who has been treated with captique in the past without any untoward effects. The patient received injections of hylaform plus on 06-dec-2006 to the upper body of the lip. On an unknown date the patient developed abscessess at the injection site. The pyysician examined the patient in 2006, and performed incision and drainage, which produced purulent drainage. The physician did not culture the drainage. He prescribed oral tequin (gatifloxacin). The physician noted that the abscesses are intermittent and at the time of examination there was only one present. At the time of the report, the patient had not yet recovered. The physician did not provide his assessment of causality.